Manufacturer narrative:
A patient experienced discomfort/pain at ipg site was reported to abbott. As a result, the ipg was replaced and relocated to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient lost a substantial amount of weight that caused patient discomfort. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.